Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemosafelock connecter where it was reported "foreign material." The event was noted before use on patient. There was no patient involvement and no patient harm.

Manufacturer narrative:
The complaint of particulate matter on item kl-msu3 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. A device history review (DHR) reviewed was performed for potential lot #13579362 and no nonconformance, anomalies or discrepancies were found that might lead the condition reported by the customer on this complaint. Possible lot number: 13579362. MFR date: 4/1/2023. Expiration date: 03/01/2026.